Event description:
It was reported that the patient stated "my pulse seems low today, its down in the 40's." Follow-up revealed that the patient complained of a slow heart rate and fatigue. During the follow-up visit the device was reprogrammed. The patient said they felt better before they left the clinic. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.